Event description:
It was reported that the patient was experiencing shortness of breath and their oxygen levels had dropped due to their device not working properly while using their device at their doctor's office. The change column message was noted on the device. As a result, the patient was sent to the hospital and was hospitalized. Patient has since been released and received the replacement device.

Manufacturer narrative:
B3: date of event is estimated. The unit caused an oxygen error, and the complaint was confirmed with the contaminated zeolite & blocked feed port assembly. Zeolite absorbed too much moisture causing the column to get contaminated. The muffler filled with dust and blocked the feed port assembly. Contaminated zeolite and blocked feed port caused the low internal & low external. Data log notified the patient 02 was low and needed to replaced column. Feed waste black dust due to debris inside and battery board damage probably dropped / high impact.